Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the suture thread was displaced [unintended motion]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it appears the suture with the posterior needle tip likely came out of the posterior needle shank when the device was handled. This can occur inadvertently if the posterior needle tip is snagged by gloves. It is also likely if the device was inserted and pulled back that the posterior needle may get pulled out exposing the suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.